Event description:
Dr. Was attempting to place filter in left femoral vein. Doctor started to deploy and when he got filter 40-60% deployed, he stopped to look at fluoro. He then tried to continue deployment; at which point the filter legs had deployed partly in sheath & partly in the patient. When the doctor tried to remove the sheath, aproximately 4mm of the sheath separated from the delivery system, where it remains in patient - possibly in the lungs. Doctor attempted to retrieve piece using a recovery cone, but was unsuccessful. This was the doctor's first time to use the g2 system. Patient is fine.